Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer also reported that, the cannula was bent. Customer declined troubleshooting for the high blood glucose and treated high blood glucose with insulin pump. Advised customer to return the infusion set to medtronic if possible. Customer indicated that, they understood the return policy. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).